Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration/failure to occlude (close) fallopian tube(s)/ok to have it float around in my body/ does not know where it is in my body/one essure implant above the uterus in the presacral area') in an adult female patient who had essure (batch no. 626108) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation in 2008, gallbladder removal, kidney stone, hypertension, flank pain and multiparous. Previously administered products included for an unreported indication: orthotricyclen from 2004 to 2007. Concomitant products included metoprolol. On (B)(6) 2008, the patient had essure inserted. In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/cramping"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device expulsion ("first come out on its own during my monthly cycle through my vagina"), pelvic pain ("pain/pain"), abdominal pain lower ("lower left abdominal pain"), pelvic discomfort ("discomfort") and abdominal pain upper ("pain in my stomach area"). The patient was treated with ibuprofen. Essure was removed in (B)(6) 2009. At the time of the report, the device dislocation, device expulsion, dysmenorrhoea, pelvic pain, abdominal pain lower, pelvic discomfort and abdominal pain upper outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, device dislocation, device expulsion, dysmenorrhoea, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: date of insertion: (B)(6) 2008 (discrepancy noted) previously reported insertion date was (B)(6) 2008. Essure done, but didn't work, so did a ligation. On the left side, there was approximately five coils of tube showing and on the right side there was approximately three. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: essure contraceptive device projects over the mid pelvis and on the CT scan it is outside of the uterus and adnexa and adjacent to a loop of small bowel and therefore has been expelled although it is in stable position compared with the kub of (B)(6) 2016. The second essure device is not visualized. Hysterosalpingogram - in 2008: failure to occlude (close) fallopian tubes. Ultrasound scan - on (B)(6) 2016: one essure implant above the uterus in the presacral area. The second essure implant that was previously seen has apparently passed outside of the uterus and vagina. No essure implants seen by ultrasound. Expiration date: right tube: sep-2009 most recent follow-up information incorporated above includes: on 16-dec-2019: pfs received. Lot number received. New events 'first come out on its own during my monthly cycle through my vagina, dysmenorrhea, pelvic pain, lower left abdominal pain, discomfort, pain in my stomach area' were added. Essure insertion date was updated, laboratory data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration/failure to occlude (close) fallopian tube(s)/ok to have it float around in my body/ does not know where it is in my body/one essure implant above the uterus in the presacral area') in an adult female patient who had essure (batch no. 626108) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation in 2008, gallbladder removal, kidney stone, hypertension, flank pain and multiparous. Previously administered products included for an unreported indication: orthotricyclen from 2004 to 2007. Concomitant products included metoprolol. On (B)(6) 2008, the patient had essure inserted. In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/cramping"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device expulsion ("first come out on its own during my monthly cycle through my vagina"), pelvic pain ("pain/pain"), abdominal pain lower ("lower left abdominal pain"), pelvic discomfort ("discomfort") and abdominal pain upper ("pain in my stomach area"). The patient was treated with ibuprofen. Essure was removed in (B)(6) 2009. At the time of the report, the device dislocation, device expulsion, dysmenorrhoea, pelvic pain, abdominal pain lower, pelvic discomfort and abdominal pain upper outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, device dislocation, device expulsion, dysmenorrhoea, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: date of insertion: (B)(6) 2008 (discrepancy noted). Previously reported insertion date was (B)(6) 2008. Essure done, but didn't work, so did a ligation. On the left side , there was approximately five coils of tube showing and on the right side there was approximately three. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: essure contraceptive device projects over the mid pelvis and on the CT scan. It is outside of the uterus and adnexa and adjacent to a loop of small bowel and therefore has been expelled although it is in stable position compared with the kub of (B)(6) 2016. The second essure device is not visualized. Hysterosalpingogram - in 2008: failure to occlude (close) fallopian tubes. Ultrasound scan - on (B)(6) 2016: one essure implant above the uterus in the presacral area. The second essure implant that was previously seen has apparently passed outside of the uterus and vagina. No essure implants seen by ultrasound. Expiration date: right tube: sep-2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: date of insertion: (B)(6) 2008 (discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received : new events added : "migration". Reporter contact information was added. Patient's demographics were added. Product indication updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.